Event description:
The customer called to report that she was hospitalized due to high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn¿t have a tubing clamp for the high pressure test. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. However, the insulin pump passed displacement test and basic occlusion test. The insulin pump had severely scratched lcd window and cracked battery tube threads.